Manufacturer narrative:
An event regarding impingement involving a trident shell was reported. A medical review confirmed shell malposition. Method & results: -device evaluation and results: visual inspection: the device was not returned, however an images of the explanted device were made available. The trident shell was unremarkable. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant noted: the principal problem is cup malposition leading to impingement. - total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. - in this case, the cup has a normal inclination but there is excessive anteversion where normal range should be within 15° - 25° of anteversion. There is no lateral x-ray to more accurately detail or measure this but the large projected oval of the cup opening circle on the only available ap view is adequate evidence for this matter. An additional problem may have been rotational position of the proximal rm body. According to the most recent revision info, the proximal rm body had been given a different rotational position. This may have been another factor to reduce impingement -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded : cup malposition in excessive anteversion probably in combination with suboptimal rotational position of the restoration modular body has contributed to impingement in the arthroplasty requiring another revision. Further information such as return of device, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Company representative reported that the patient's original surgery was performed in (B)(6) and revised in (B)(6) 2017. Then again today because of impingement. Proximal body was removed, cup was removed and new cup & proximal body head were repositioned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Company representative reported that the patient's original surgery was performed in hss and revised in (B)(6) 2017. Then again today because of impingement. Proximal body was removed, cup was removed and new cup & proximal body head were repositioned.